Manufacturer narrative:
Alarm 20 was verified. Cartridge alarm 06 issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 06 occurred. Additionally, it was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose level was in the 200's mg/dl range. Reportedly, the customer continued to use the pump for insulin delivery.